Event description:
Liquid leaked from the connection between the light blue mainbody and white sleeve of a transfer set. The set had been in use for 14 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.

Event description:
During the evaluation, the reported leak was confirmed to be internal to the transfer set and not external to the tubing. There was no patient injury or medical intervention associated with this incident.